Event description:
This catheter was placed 8/2004 in right saphenous vein. Their unit reported that catheter had been occluded for unk period of time. Reporting clinician became involved in dressing change in 12/2004 and noted bilateral lower extremity edema. A u/s was performed. It indicated "chronic iva occlusion with collaterals".